Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely physical/chemical stress was applied to insertion section during user handling. It caused abnormality in image sensor unit and no image occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.3 ¿inspection of the endoscope¿ 3. ¿inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the following were found: light guide lens scratched, c-cover (plastic distal) was dented, bending rubber glue was cracked, charged coupled device (ccd) lens was slightly scratched, insertion tube peeling, body unit is scratched, light guide tube was kinked, connector body unit was leaking the investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope tip was peeling off. The issue was found during reprocessing. There were no reports of patient harm.